Event description:
The manufacturer received information stating that a trilogy ev300 ventilator experienced a ventilator inoperative condition. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, a ventilator inoperative condition occurred. It is noted that the field service engineer induced the failure. The system printed circuit board assembly (pcba) needs to be replaced to resolve the issue. No further investigation is required.